Event description:
It was reported that during an extensive cardiopulmonary bypass surgery, the cardioplegia pump failed to turn on in any mode at any speed. The tcm was changed out with another unit and the case was completed successfully with no pt injury.

Manufacturer narrative:
The field svc rep replaced the cardioplegia relay board and returned the defective board to the MFR for eval. The customer's equipment operated as intended when the board was replaced. It was determined that fuses f5 and f6 on the cardioplegia relay board were blown. The returned board was scrapped. This report is being submitted to the FDA as a result of a retrospective review of product complaints.